Event description:
The physician reported that during a pacemaker replacement procedure, a connection issue with the existing ventricular lead was incurred. Specifically, it was indicated that the set-screw could not be appropriately engaged in order to obtain the required "clicks" of the torque-limiting screwdriver. As a consequence the lead kept falling out. Another pacemaker was subsequently implanted instead.

Event description:
The physician reported that during a pacemaker replacement procedure, a connection issue with the existing ventricular lead was incurred. Specifically, it was indicated that the set-screw could not be appropriately engaged in order to obtain the required "clicks" of the torque-limiting screwdriver. As a consequence the lead kept falling out. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that during a pacemaker replacement procedure, a connection issue with the existing ventricular lead was incurred. Specifically, it was indicated that the set-screw could not be appropriately engaged in order to obtain the required "clicks" of the torque-limiting screwdriver. As a consequence the lead kept falling out. Another pacemaker was subsequently implanted instead.